Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient reported left knee is painful left knee and it is "locking".